Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was tested with a stylet and noted insertion restriction at the middle region. Visual examination found a fibrous foreign material within the inner coil in this region. The cause of the reported event was isolated to the fibrous foreign material found within the inner coil which could have come from the implant procedure. The reported event of stylet could not be inserted was confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the stylet was unable to advance in the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable with no consequences.